Event description:
It was reported that during a hepatectomy procedure, the device blade broke. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.